Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that previous episodes were reviewed for this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) in which non physiologic noise was observed, resulting in untreated episodes. This patient was evaluated in the clinic and reprogramming to primary vector showed no noise unlike the episodes with manipulation. Technical services (ts) discussed possible issues and recommended obtaining imaging and programming to secondary vector. This s-ICD remains in service. No adverse patient effects were reported.